Event description:
Rptr complains of rashes, scaly skin, burning pain in chest and thighs, dry eyes and mouth, hands turn white in cold, joint swelling and tenderness, problems with tear ducts, loss of memory, photosensitivity, sleep disturbance, easy bruising, trouble swallowing, chronic fatigue, eye problems, and tingling in legs, arms, hands and feet.